Event description:
It was reported that dissection occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified middle of the left anterior descending (lad) artery. Pre-dilation was performed with a 3 x 12 mm semi-compliant balloon. A 2.50 x 38 mm promus elite drug-eluting stent was deployed. After the stent was fully deployed at 11 atmospheres and post-dilated with a 2.75 x 12 mm non-compliant balloon, a proximal stent edge dissection was observed. The dissection was further described as flow-limiting. The dissection was covered with another 3.00 x 28 mm promus elite drug-eluting stent and the procedure was completed. The patient was fully recovered and was stable post-procedure.